Event description:
It was reported that, "c-taper head implanted on v40 stem. In 2007, head became dis-associated from stem. The next day, c-taper head was explanted and replaced by v40."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information become available a supplemental report will be issued.